Event description:
The patient presented with a ruptured aneurysm and was implanted with two gore tag thoracic endoprostheses in 2007. The patient tolerated the procedure. The following month, the patient expired. Cause of death was colon ischemia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: tg4020/04284290.